Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard femur, unknown vanguard bearing. Foreign: country is unknown at this time. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 7 months post initial knee surgery due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported under zimmer biomet (B)(4) MFR number, 0009610576-2018-00004.